Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 40 mg/dl and current blood glucose was 260 mg/dl which was treated with glucose liquid. Customer stated that the insulin pump was over delivering. The customer experienced symptoms such as stomach was hurting and throwing up. Customer was advised that hospital will treat him but cna is there and she does not know what method will be used to treat the blood glucose value of 260mg/dl, possibly a shot. Later on customer experienced under delivery of insulin and had high blood glucose level. Customer¿s blood glucose at time of incident was 582 mg/dl and current blood glucose was 260 mg/dl which customer treated using pen. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.